Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the 90% stenosed, mildly calcified, moderately tortuous left circumflex coronary artery. Pre-dilatation was performed with a 2x8 mm semi compliant balloon and the 2.5x38 mm xience xpedition stent was implanted via a radial approach at 16 atmospheres (atm). Fluoroscopy after stenting showed a proximal edge dissection and another xience xpedition stent was used to treat the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.